Manufacturer narrative:
Product analysis: the field report of oversensing was confirmed. As received, a complete lead was returned in two pieces. External abrasion breaching the outer insulation was found in two locations proximal to suture sleeve tie impression consistent with friction to the device can. The exposure of outer coil in these locations likely caused the oversensing detected in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with that occurring at explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Oversensing was noted on the atrial lead during follow-up. The lead was deactivated and explanted. The patient is well.